Manufacturer narrative:
(B)(4). Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. The root cause of this event cannot be determined with the available information. However, there is no information suggesting there was any device malfunction and/or deficiency. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that this patient with a 21mm pericardial aortic valve developed complete heart block post redo aortic valve replacement surgery and required a permanent pacemaker. Per the medical records, there was an area along the junction between the right and left coronary cusp that appeared to be torn away. Sutures had ripped out and included some connective or annulus with them. The patient does have a history of connective tissue disease and the patient might have had a weakened area there, but no obvious evidence of infection. The 19mm aortic valve was explanted and replaced with a 21mm aortic valve. The valve was implanted in usual manner, seated well, and sutures were tied down. Upon examination of the valve, it appeared to be seated without any problems or leak. The coronary arteries were probed to be sure that they were away and patent. The patient was separated from bypass. The patient had went into the or anemic and did require 3 units of blood and 2 units of platelets. The surgery went well without any complications. Post procedure, the patient was taken to the ICU in stable condition. In the patient's post operative course, she developed complete heart block and required a permanent pacemaker. The patient did well over the weekend as was discharged home on pod #7 in stable and improved condition.

Manufacturer narrative:
Reference CAPA-20-00141.